Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that there was an issue with the m530 ohx shutting down after about 20 minutes of use. The surgery was carried on by powering down the machine and then turned back on. There was no patient injury.

Manufacturer narrative:
This is a final report. The identified root cause for the observed malfunction was a defect on an internal electronic component: led light for ohx stand interior (art. 10745654). Replacing the internal led light on the affected m530 ohx effectively corrected the issue. A review of the complaint databank did not reveal an indication for an adverse trend. There are no (0) similar reported complaints. Consequently, the issue is evaluated as isolated, random component failure without any design or manufacturing issue.